Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that stent fractured. The device was removed and the procedure was completed with a different device. There were no further patient complications nor injuries reported. It was further reported that the stent was only damaged and not fractured.

Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that stent fractured. The device was removed and the procedure was completed with a different device. There were no further patient complications nor injuries reported.